Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 06/05/2019. A review of the device history records confirmed the lots passed finished goods release criteria. Retained cartridge testing for both lots met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. The test results for the returned cartridges for both lots met the acceptance criteria for suppressed results and for lot h19060, they met the acceptance criteria for points outside ea but the sample size was too low to assess points outside ea for lot h19010a. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Additional chem8+ lot in question: lot#: h19010, mfg date: 01/10/2019, expiration date: 07/09/2019. Return product is not available for this lot. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant creatinine results on a patient. There was no patient information available at the time of this report. Return product is available for investigation. (B)(6). Collection and test times not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. There was no patient information provided. The customer states that chem8+ lots h19060 and h19010 were used during the event. However, no information was provided as to which result is associated with the lots. Both lots will be investigated. The investigation is underway.